Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached eri sooner than the customer had expected. The device was removed and replaced. No patient complications have been reported as a result of this event.